Manufacturer narrative:
This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. During a pci, a physician had difficulty delivering a cypher stent through the vessel and the proximal stent struts were noted uplifted upon withdrawal of the product from the patient. The physician did not indicate any anomalies prior to use. The lesion was a de-novo, heavily calcified and highly tortuous. There was 90% stenosis. The stent appeared normal prior to inserting it into the patient. Pre-dilation was conducted before a 2.5 x 28mm cypher select+ was delivered to the distal left anterior descending. There was no resistance experienced while passing the stent deployment system through the guiding catheter, however there was resistance noted tracking the device through the vessel and the product did not cross the target lesion due to the heavy calcification. The physician made several attempts to deliver the cypher select +, but these were unsuccessful. Therefore, the cypher select+ was pulled back into the guiding catheter and the product was removed from the patient. Upon withdrawal, the proximal stent struts were noted to be flared. Another product was implanted in the target lesion and the procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The product was not returned/not available for evaluation; therefore, no extensive analysis could be performed. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. With the limited information available, and no product return, the reported failures could not be confirmed. Difficulty tracking a vessel of an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. The IFU indicates that should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. When removing the sds as a single unit, do not retract the delivery system into the guiding catheter or sheath. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. Based on the information provided, there are possible lesion characteristics (heavy calcification) and procedural factors (retraction into the guiding catheter) that may have contributed to the reported events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
During the procedure after pre-dilation was conducted a 2.5 x 28mm cypher select+ was delivered to the distal left anterior descending artery but it would not cross the target lesion due to the heavy calcification. The physician made several attempts to deliver the cypher select+, but these were unsuccessful. Therefore, the cypher select+ was retrieved from the patient and the proximal edge of the stent was confirmed to be flared. Another non-cordis des (xience: 2.5 x 28mm) was implanted the target lesion instead and the procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease (B)(6). The physician did not indicate any anomalies prior to use. The lesion was a de-novo, heavily calcified and highly tortuous. There was 90% stenosis.

Manufacturer narrative:
Products used in the procedure were: gw: runthrough ns, hypercoat gc: heartrail, bc: rosso- hiryu, stent: xience 2.5/28mm this (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.